Manufacturer narrative:
Device used for treatment and not diagnosis. Plate is broken apart at the locking hole of the hole va-2 and has a crack at the hole va-3. All features that could be measured passed specifications. Some features could not be measured due to damage. The fracture face is homogenous, which indicates material conformity. Based on the appearance of the breakage and as the plate has also a crack on one side below the fracture we can only assume that the plate was exposed to too high dynamic bending loads during use, which can lead to a material fatigue.

Event description:
It was reported the original first implantation of the plate was performed in mexico, date unknown. A revision surgery was performed in (B)(6) 2012. Patient was implanted with 4.5mm va-lcp curved condylar plate and screw construct in (B)(6) 2012. Reportedly the patient complained of pain and it was discovered that there was a non-union. The plate broke post-operatively. The patient was returned to the or on (B)(6) 2013 for revision surgery. Patient was replated with new hardware. The revision orif of femur was completed successfully.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional product codes: hrs, hwc. Reported date of implant was (B)(6) 2012, date unknown. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. The manufacturing documents were reviewed and no complaint related issues were found.